Event description:
A 70 yr old male underwent ptca. Stent delivered through guiding catheter over guidewire. Resistance met, unable to deploy stent. Pulled back into guide catheter with guidewire and complete system. Pulled out of body. Guide catheter flushed at table and no stent found. #8 sheath removed and no stent found.